Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 578 mg/dl. The customer's other blood glucose was 574 mg/dl, 442 mg/dl, 374 mg/dl, 514 mg/dl. The customer was treated by insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer did allege pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided in section b5 with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported via phone call that the insulin pump passed the high pressure test.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with broken off belt clip rail plate, scratched case, pillowing keypad overlay and minor scratched lcd window.